Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not getting as effective pain control for her headaches on the right side of her head since she started having chiropractic treatments a few months prior to the report. The patient said the therapy isn't as effective on the right side since she started getting cervical adjustments with the chiropractor. The patient was planning on seeing her hcp about having less therapy on the right side of her head. No further complications were reported.